Manufacturer narrative:
(B)(6).

Event description:
It was reported that both t1 and t2 failed. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.